Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Device evaluation: the lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The reported issue with the test strips could not be confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began at an unspecified time on (B)(6) 2015. At this time the patient claimed obtaining blood glucose readings of ¿170 and 190mg/dl¿ on the subject meter. The patient informed the cca that they manage their diabetes by self-adjusting their insulin dosage and stated that prior to obtaining these results the patient had been eating less food and/or drink. During the initial call with the cca the patient reported developing the symptoms of ¿wiped out, severe lows, shaking, sweating, tunnel vision, shades of blue, numb mouth and weak¿ right after the alleged product issue occurred. The patient did not require any immediate treatment but stated that on (B)(6) 2015 at 7:45pm they made a visit to their doctor¿s office where they received advice from their doctor. The advice provided was to call lifescan in order to obtain a replacement meter. The patient¿s blood glucose was also measured on the doctor¿s meter at this time and a result of ¿281mg/dl¿ was obtained. At the time of troubleshooting, the cca noted that the patient did not have control solution available to test the subject meter. The unit of measure was set correctly, and the products were requested back for evaluation. Replacement products were sent to the patient. This complaint is being reported because the patient obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.